Event description:
It is reported that the insulin pump has a damaged drive support cap. The insulin pump alarmed motor error during bolus. No exposure to magnetic field. The insulin pump passed the displacement test. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Motor error alarm during basic occlusion test due to protruded/loose drive support disk.